Event description:
A female patient received a gore propaten vascular graft in the forearm loop position for hemodialysis treatment. No complications were noted in surgery. Approximately 3 weeks postop, the patient went in for the first dialysis session. After the treatment session was completed, the cannulation needle was removed from the patient; however, bleeding from the cannulation site could not be controlled. The patient was sent to the emergency room. The physician instructed emergency room personnel to use "pressure" to stop the bleeding, but not so much pressure as to occlude the graft. Total bleeding time was 6 plus hours the graft has thrombosed and is no longer patent. The graft remains implanted. According to the physician, the patient is stable and is receiving hemodialysis treatments via a central venous catheter with no complications.